Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported plunger pulls back when aspirating. Event description: during aspiration, the syringe plunger comes completely out when pulling back. Per response 03sep2025: I was not informed by the hospital pharmacy about this matter either in advance or at the time of the incident. When I visited hospital, they handed over the all problematic 50cc syringes to me and informed me that a new product had already been issued to the patient in place of the one that had caused the concern.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and three samples were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be separated from the plunger in all samples, verifying the reported concern. There was no damage or defect observed within the samples that could have contributed to this observation. Functional testing was performed in attempt to recreate this event. The plungers moved smoothly along the barrel and all stoppers remained properly assembled on the plunger rod. Final products from this manufacturing line undergo visual and functional inspections at various stages, in accordance with established procedures. The assembly machine is equipped with a camera system designed to detect missing or improperly assembled stoppers. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information and sample evaluation, we are not able to identify a direct cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.